Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the sample was processed while the quality controls (qc) were out of range. There were no error flags on the printout or on the screen. The customer also stated that the sample appeared lipemic but otherwise normal. The customer aligned the integrated multi-sensor technology imt pump rate, and reran qc, resulting within range. The customer ran precision for qc levels 1 and levels 2, resulting precise and in range. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension exl with lm instrument, resulting higher. The repeated result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na result.